Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and oversensing were noted on the rv lead. The damage of the electrodes tip is suspected. The lead is scheduled for replacement.